Manufacturer narrative:
(B)(4). Citation: xiong, j. Et al., (2012), a retrospective study on endovascular management of iatrogenic vascular injuries, vascular, v20 (2) pp.65-71.this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported a patient adverse event in a journal article. Under local anesthesia, the patient was treated with coil embolization (specific product information not reported) for a pathology of renal artery branch perforation found intraoperatively (emergently). During the follow up period approximately 48 months after intervention, a partial renal infarction occurred. The infarction did not compromise the patient's renal function. The complaint product is reportedly unavailable for return and evaluation.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, instructions for use (IFU) and quality control data of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Manufacturing documentation was reviewed and confirmed that steps are in place to ensure each device is inspected and contains relevant IFU instructions. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. A review of all complaints from 01jan2015 to 13mar2018 involving mwce-nester microcoils revealed no similar complaints that involved renal infarction. Due to the lack of similar complaints, it is determined that there is no evidence for non-conformances in the field. Based on the information provided, the results of our investigation, a definitive root cause could not be determined. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.